Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. A visual inspection was performed and it passed. A voltage test was performed and it passed. Data was downloaded for analysis and it passed. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.